Event description:
It was reported that the impedance on the lead continues to go down. The physician will continue to watch the lead closely and the lead remains in use. It was further reported that there was an atrial lead warning for low impedance. In office testing of unipolar mode resulted in pocket stimulation so no programming changes were made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the atrial lead was capped and replaced.